Event description:
Reporter indicated that the patient was implanted a week ago and has been complaining that "his epiglottis won't close, he is experiencing pain in the lead area, and he has difficulty breathing." The patient's device was not turned on yet and was confirmed to be programmed at 0 ma. The physician believes that "there was significant manipulation on the vagus nerve during the implantation procedure." This could have "resulted in swelling and irritation of the vagus nerve."

Manufacturer narrative:
Vns therapy labeling lists dysphagia and dyspnea as potential adverse events associated with surgery. Events reported are most likely related to the implantation procedure.